Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie in drawer was unrecoverable. A field service engineer removed the cubie from the hardware test application and subsequently rebooted the station. After the station had rebooted, the engineer restored the cubie by repositioning it in its designated location. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.